Event description:
The surgeon implanted a collamer lens with model cc420bf. The damage to the lens was noted after it was implanted. The lens was removed without patient injury. The facility indicated the lens was damaged by the cartridge.